Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: the inner lumen diameter of the anoscope must be compatible with shortshot. Prior to distribution, all shortshot saeed hemorrhoidal multi-band ligator devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemorrhoid ligation procedure, a cook shortshot saeed hemorrhoidal multi-band ligator was used. The end cap [barrel] of the ligator came off inside the patient. The physician retrieved the barrel by hand. No harm to the patient. A section of the device did not remain inside the patient's body. Other than the physician retrieved the barrel by hand the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.